Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose levels ranged between being in range to over 240 mg/dl. Correction boluses were delivered for the elevated bg levels. For the past occlusion alarms the customer either cleared the alarm and resumed insulin delivery or changed out their pump supplies and then resumed insulin deliveries. Troubleshooting was performed using the current supplies and insulin was observed exiting the infusion set tubing. The customer reconnected their infusion set tubing back to their site and successfully delivered a correction bolus. The customer was to monitor their pump supplies.